Event description:
It was reported the patient¿s system was explanted and replaced on (B)(6) 2014. It was noted the internal neurostimulator (ins) was removed due to being at end of service (eos). It was reported the patient had difficulty charging their ins. It was noted there was no patient death associated with the event. It was reported the manufacturer representative could not get any reading with the physician programmer. It was noted the patient now had coverage over their painful areas. It was reported the patient was happy they did not have to charge the new battery.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found the battery had reduced capacity due to over-discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).